Event description:
The facility representative contacted baxter to report an intermate that has ruptured at the end of patient infusion. The device was filled with (B)(6) 170g (gram). When the bladder had ruptured, few mls (milliliters) of solution were found in the housing. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The sample is not available to baxter for evaluation. A batch review has been performed and the product met the acceptance criteria for release.